Event description:
Event verbatim [preferred term] the heat wraps of a 2ct pack have damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that "the heat wraps of a 2count pack have damaged heat cells where the content leaked" on an unspecified date. The action taken in response to the event for thermacare heatwrap and outcome were unknown. As per the product quality complaint group, the severity of harm was assessed as s3. Additional information received from product quality complaint group on 15nov2019 was as follows: pr state: closed. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Preventive actions: commitment (B)(4) was issued to create a mwi that includes instructions about how to perform die-cutter adjustments during production and to include an instruction to maintain the cull station open during the die-cutter calibration process to ensure all wraps are rejected and will not move to the packaging portion of the line.exped trend actions taken: based on this citi search, there is not a trend identified for the subclass cells damaged/leaking and heat cells damaged/leaking for lbh 8hr products, refer to attached trending chart unknown lbh heat cells damaged leaking 05 dec 2013 to 05 dec 2016. No further action is required. Follow-up (11nov2019): new information received from the product quality department included: severity of harm. Follow-up attempts are completed. No further information is expected. Follow-up (15nov2019): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the available information, the patient reported "the heat wraps of a 2ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further action is required.

Manufacturer narrative:
Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass cells damaged/leaking. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Preventive actions: commitment (B)(4) was issued to create a mwi that includes instructions about how to perform die-cutter adjustments during production and to include an instruction to maintain the cull station open during the die-cutter calibration process to ensure all wraps are rejected and will not move to the packaging portion of the line. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass cells damaged/leaking and heat cells damaged/leaking for lbh 8hr products, refer to attached trending chart unknown lbh heat cells damaged leaking 05 dec 2013 to 05 dec 2016. No further action is required.

Event description:
Event verbatim [preferred term] the heat wraps of a 2ct pack have damaged heat cells where the content leaked. [Device leakage]. Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that "the heat wraps of a 2 count pack have damaged heat cells where the content leaked" on an unspecified date. The action taken in response to the event for thermacare heatwrap and outcome were unknown. Per product quality complaint group severity of harm was assessed as s3. Investigation was pending. Additional information has been requested and will be provided as it becomes available. Follow-up (11nov2019): new information received from the product quality department included: severity of harm. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported "the heat wraps of a 2ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "the heat wraps of a 2ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.

Event description:
Event verbatim [preferred term] the heat wraps of a 2ct pack have damaged heat cells where the content leaked. [Device leakage] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that "the heat wraps of a 2count pack have damaged heat cells where the content leaked" on an unspecified date. The action taken in response to the event for thermacare heatwrap and outcome were unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported "the heat wraps of a 2ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "the heat wraps of a 2ct pack have damaged heat cells where the content leaked." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed upon receipt of additional information.